Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure.